Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully deployed. The device was withdrawn from the body, and hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepared according to the instructions for use. Angiography verified femoral artery suitability, including a 30¿45 degree insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50%, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. The deployment button was fully depressed, and the exoseal vcd and sheath were removed as a single unit. Upon removal, no abnormal findings were noted, although the plug was observed to be partially protruding from the shaft. The indicator wire was not visible upon removal. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully deployed. The device was withdrawn from the body, and hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepared according to the instructions for use. Angiography verified femoral artery suitability, including a 30¿45 degree insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, no stenosis greater than 50%, no prior closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. The deployment button was fully depressed, and the exoseal vcd and sheath were removed as a single unit. Upon removal, no abnormal findings were noted, although the plug was observed to be partially protruding from the shaft. The indicator wire was not visible upon removal. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not returned for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Additionally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during this visual analysis. An attempt to perform a deployment simulation evaluation was made; however, it could not be fully completed, as the unit was returned without a plug and with the deployment lever partially depressed. Nevertheless, full depression of the deployment lever was achieved, and no impediment or obstruction was observed during its actuation. A high magnification microscopic evaluation was performed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received with the deployment lever partially depressed and no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, handling such as the deployment lever being partially depressed may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.